Event description:
It was reported that the pump screen was dark and would not turn on. Customer's blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated BG. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.